Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer. Additionally, the entire lot has been sold and distributed. Since a physical evaluation could not be performed on an available sample, the reported issue could not be confirmed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered fluid leaking from the tubing of the cycler set during pd treatment. The patient reported receiving an air detected in cassette alarm from the liberty select cycler during fill 1 of treatment. The patient stated that the tubing near the tubing divider of the cycler set felt wet. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient stated that the tubing did not appear to be cut or damaged. The fresenius technical support representative assisted the patient with canceling treatment on the cycler and advised them to follow up with their peritoneal dialysis nurse (pdrn). Upon follow up, it was confirmed that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is trained on performing continuous ambulatory peritoneal dialysis (capd) if needed, however the patient confirmed that pd therapy was not completed on the day of the event after canceling treatment on the cycler. The patient is continuing peritoneal dialysis therapy on the cycler with no further issues. The cycler set used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.